Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (trueresult). The reporter claimed obtaining blood glucose readings of ¿about 20-25 points higher¿ with the subject meter compared to the other device. The tests were performed within 30 minutes of each other. The reporter also claimed getting the same results on different days. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event